Manufacturer narrative:
The manufacturing site has been corrected. Please use 2640128-2015-00017 for the manufacturing report number to reference this event.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient's right contact lens was bothersome and did not "feel right" after soaking their lens in saline solution for three days. The patient's eye became red and irritated with minor yellow discharge. The patient later felt pain when removing lens and noticed that their eye was swollen. The patient visited their ecp and was diagnosed with a peripheral corneal ulcer (od) with trace of corneal infiltrates. Tobradex was prescribed to treat the medical event, and the patient temporarily discontinued contact lens wear for seven days. The ecp advised that it was not the lens that caused the medical event, but rather the saline solution used by the patient.